Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: on (B)(6) 2009, the patient presented with intractable low back pain, discogenic disease l5-s1, failure of conservative therapy. Right l5 radiculopathy. Right lower extremity pain, numbness and tingling. The patient underwent minimally invasive l4-l5, l5-s1 discectomies, transverse lumbar interbody arthrodesis, peak interbody case, supplemental bmp autograft arthrodesis, l4-l5 to l5-s1. Pedicle screw instrumentation l4-s1. Left sided percutaneous pedicle screw instrumentation l4 to sacrum. The intra-op findings were degenerative disk disease at l5-s1, right iatrogenic l4-l5 facet fracture. As per op notes, fastened a 12 mm peak interbody cage within the interbody supplemented with autografting taken the laminectomy bone as well as increased bmp went ahead and positioned a 12 mm * 31 mm peak interbody cage supplemented with bmp as well as autograft in the interspace after good discectomy was performed. The patient tolerated the procedure well.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the had developed bony overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.